Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the when the small battery drive device was turned on it was observed that there was no reverse. During service and evaluation, it was found that the control unit was not functioning. It was noted that the printed circuit board (pcb) was defective, and the nose was worn. It was also noted that the device failed pre-repair diagnostic tests for general condition and attachment coupling assessment. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.